Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the single port access port clamp broke while docking and insufflation was lost. The customer said this had happened in the past. At this time, it is unknown how the procedure was completed. There was no reported injury to the patient.